Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was not reproduced. System error 322 was confirmed through review of the event history log. Evaluation of the pump determined the cause to be contamination and corrosion of the upper auxilliary flex assembly tail pins due to fluid intrusion. The upper auxilliary flex assembly was replaced.